Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was not returned for evaluation. A review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure has been addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root cause analysis: corrective actions have been implemented. The quality plan confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. No post corrective action failures have been identified.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) is switched on, the fuse suddenly blows. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.